Manufacturer narrative:
The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article ¿outcomes utilizing inspira implants in revisionary reconstructive surgery", healthcare professional reported a patient had "pain and animation deformity". Device has been explanted on an unspecified date. This record is for the right side.

Manufacturer narrative:
"Outcomes utilizing inspira implants in revisionary reconstructive surgery," sigalove, s., maxwell, g.p., gabriel, a., plast reconstr surg. 2019 jul;144(1s utilizing a spectrum of cohesive implants in aesthetic and reconstructive breast surgery):66s-72s. Doi: 10.1097/prs.0000000000005952.

Event description:
Through journal article ¿outcomes utilizing inspira implants in revisionary reconstructive surgery", healthcare professional reported a patient had "pain and animation deformity". Device has been explanted on an unspecified date. This record is for the right side.